Event description:
During a routine preventative maintenance appointment on march 09, 2020, siemens medical solutions USA, inc. Was notified of a patient injury that occurred on (B)(6) 2020. A patient was improperly positioned with a non-siemens accessory and was unattended during the automated system motions. During motion, the detector contacted the patient and the patient received a skin laceration that required stitches. There are no product defects or failures. There are no labeling defects. Product labeling includes instructions to monitor patients and to use only siemens accessories. There were no other injuries to any other persons.